Manufacturer narrative:
Additional information was received and it was learnt that the male patient went to his doctor on (B)(6) 2017, 16 days post implantation of an intraocular lens (model zxr00, serial number (B)(4)) in his right eye (od - oculus dexter) and two days post implantation of a zxr00 lens in his left eye (os - oculus sinister). Reportedly, the patient was complaining of a lot of blurry visual acuity in the right eye. The patient suffered of dry eyes symptoms (reported being stable) and posterior vitreous detachment (reported being stable) in both eyes. The doctor recommended topical lubrication with artificial tears eye drops to control the symptoms of ocular irritation. The patient was seen again on (B)(6) 2017 and it was reported a cystoid macular edema (od), moderately severe but stable. No further information was provided. Date of birth: (B)(6). Serial #: (B)(4), catalog #: zxr00u0185, expiration date: 05/03/2022, UDI #: (B)(4). If implanted, give date: (B)(6) 2017. Manufacturing date: 05/03/2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable as there is no indication that the lens was explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
A male patient reported that there were wrinkles on his implanted intraocular lens (iol). Reportedly, the surgeon does not think that any of patient's symptoms (unspecified) are lens related and referred the patient to a retinal specialist. No further information was provided.